Event description:
It was reported that the caller experienced a cartridge alarm 20 issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the issue and arranged to send a replacement pump with updated software to the customer. The caller was instructed to use multiple daily injections as a backup insulin therapy and to return the malfunctioning pump using the provided shipping materials within ten days. The caller was also advised on programming the replacement pump settings and connecting their continuous glucose monitor to the new device, acknowledging all instructions.